Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of balloon asymmetrical is confirmed; however, the balloon met dimensional specifications. The returned device passed functional and dimensional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the balloon did not inflate evenly after placement of the catheter to a pediatric patient. Therefore, it was removed and replaced with a new kit. It was unknown if the user did an inflation test before use. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the balloon did not inflate evenly after placement of the catheter to a pediatric patient. Therefore, it was removed and replaced with a new kit. It was unknown if the user did an inflation test before use. There was no report of patient complications, serious injury or death.